Event description:
Patient states that pump #(B)(4) maintenance due 06/08/2019 is not working. Patients states that battery cover is stripped. So she is not able to change the battery. Also she is not able to tighten it enough so that the battery currently in there is not able to power the pump if needed. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 45.7ng/kg/min, frequency: continuous, route: IV. Dates of use. From (B)(6) 2016 to current. Diagnosis or reason for use: pah. Strength: 5mg/ml.